Manufacturer narrative:
Investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim # (B)(4).

Event description:
The reporter indicated that an implantable collamer lens of unknown model and size was implanted into the patient's right eye (od) on an unknown date. Excessive vault was observed of 800 um and iop 16. The lens remains implanted. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.